Manufacturer narrative:
The reported complaint is not confirmed as the complainant facility was unable to provide a complaint sample for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached with out a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The blood leak was visually observed and was reported to be an internal leak. The machine did alarm. Estimated blood loss was 250ml. The patient had no adverse effects and medical intervention was not required. The patient was given vancomycin as a precaution. The patient completed treatment with a new set-up on the same machine. The sample was not returned for manufacturer evaluation.